Event description:
I used renu with moisture loc contact lens saline solution from 9/1/05 through 4/30/06. On 4/30/06, my eye began to irritate, then became very painful. I was diagnosed with multliple ulcers, she stated she had never seen this before. I saw a specialist - diagnosed fusarium keratitis. I am taking anti-fungal therapy and may require cornea transplant surgery. My vision in my left eye has been impaired by more than 50%.